Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated: d9- 1/22/2026. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as electrical problems such as open circuit, short circuit, or signal loss, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that, during a diagnostic ion bronchoscopy procedure, the picture produced by their bronchofibervideoscope device was grainy. The procedure was completed with a back-up olympus device. There were no reports of patient harm.